Event description:
Procedure: upper gastrointestinal endoscopy ¿ during the set up for the endoflip procedure, the endo tech calibrated the balloon per directions for set up. The balloon failed the precheck. A second balloon was then used which also failed. The physician decided at that point proceed with the bravo part of the procedure and skip the endoflip due to equipment issues. No harm to patient was reported. Reference report: mw5154960.